Event description:
It was reported that the patient underwent surgery to treat pelvic organ prolapse on (B)(6) 2008 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat symptomatic rectocele. It was reported that the patient had a concurrent procedure of a vaginal repair with mesh implant performed during mesh implantation.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary retention, infection, dyspareunia, dysuria and urinary frequency.